Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
Additional information was received from the physician that no patient manipulation or trauma occurred that could have contributed to the reported high lead impedance. The surgery for lead revision has not been scheduled to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a company rep that a vns pt was seen at an office visit in which high lead impedance (dc dc 7) was identified. The last known settings were from (B)(6) 2011. The pt was referred for x-rays and the generator was programmed off. X-rays were received and reviewed by the MFR. Review of x-rays indicated that the generator placement appeared to be normal and the filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Most of the lead was found to be coiled near the chest area in a condition exhibited by a "twiddler." A lead discontinuity was found in the chest area based on the coiling of the lead. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.